Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal distension ("bloating"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal distension, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis, anxiety and depression. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("irregular vaginal bleeding"). In 2007, the patient experienced abdominal distension ("bloating"), weight increased ("weight gain"), alopecia ("hair loss"), night sweats ("hormonal changes describe: night sweats") and amnesia ("neurological conditions or problems type:memory loss"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea") and palpitations ("heart palpitation"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on 7-may-2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal distension, weight increased, night sweats and palpitations had resolved and the dysmenorrhoea, alopecia and amnesia outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, dysmenorrhoea, menorrhagia, night sweats, palpitations, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 201 lbs. Approximate weight at the time of essure placement 157 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. Hysterosalpingogram - in 2006: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2018: new pfs received- ne events added: hormonal changes describe: night sweats,neurological conditions or problems type: memory loos, heart palpitation were added.outcomes of events pain, heart palpitation, abnormal bleeding (vaginal , menorrhagia), bloating, hormonal changes, weight gain from unknown to recovered/resolved were updated.new reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.